Event description:
It was reported that the patient experienced sleep apnea. The physician indicated that the patient did not experienced sleep apnea prior to vns implant. It was reported that device diagnostics are within normal limits. The physician indicated that the sleep apnea has improved with slow increasing in output current and that there are now no symptoms.